Event description:
During a remote follow-up, high pacing impedance was observed on the left ventricle (lv) lead. Unspecified lv lead damage was suspected to be the cause of the event, but this was not confirmed. No intervention has been performed at this time. The patient was stable.